Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the during an angioplasty procedure in a a/v fistula, the pta balloon catheter allegedly ruptured past rated burst pressure. Reportedly, the pta balloon allegedly became stuck inside the 6fr sheath during retraction. It was further reported that when the balloon and sheath were removed from the patient, a segment of the balloon material allegedly detached. The patient was sent to surgery for removal of the detached balloon segment. The patient was reported to be doing well post surgery.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found a complete detachment of the balloon and inner guidewire lumen. Additionally, the device was returned inserted through the user's introducer sheath. The distal tip of the sheath was buckled. Therefore, the investigation is confirmed for both balloon and catheter detachment, as well as sheath-related retraction issues based on the buckled sheath tip. However, the investigation is inconclusive for the reported rupture, as the balloon was not returned in its entirety and was unable to be inflated to examine for ruptures. It is likely that the excessive force exerted on the device resulted in the identified balloon detachment. It is possible that a balloon rupture could have resulted in the reported retraction issue. However, the definitive root cause for the balloon becoming stuck in the sheath or the reported balloon rupture could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the during an angioplasty procedure in a a/v fistula, the pta balloon catheter allegedly ruptured past rated burst pressure. Reportedly, the pta balloon allegedly became stuck inside the 6fr sheath during retraction. It was further reported that when the balloon and sheath were removed from the patient, a segment of the balloon material allegedly detached. The patient was sent to surgery for removal of the detached balloon segment. The patient was reported to be doing well post surgery.